Event description:
It was reported that during patient treatment, the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the ventilator generated technical error codes indicating disabled valves and communication error. The field service engineer confirmed the technical error codes in the device logs but could not reproduce the reported issue. The error codes are related to problems with the control pcb. Due to compatibility issues, he replaced the control, monitor and expiratory channel printed circuit boards (pcb) before upgrading the software. The ventilator was returned to the customer and cleared for clinical use after passed calibration and functional tests to factory specifications. A visual inspection of the returned control, monitor and expiratory channel pcbs showed no anomalies. The evaluation of received device logs confirms a single occurrence of the reported technical error codes on the date of event while on patient. Immediately before the event, the ventilator appears to momentarily have lost power, and the ventilator restarted. The technical errors may have been caused by this brief power loss, but this cannot be confirmed. Several pre-use checks had passed before the event, the latest nine days before. The returned pcbs were installed in the reference ventilator. Several pre-use checks passed and simulated use test ventilation ran for eight days without significant problems. If a defect related to the reported error codes appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. If the fault condition appears during startup, an alarm will be generated and ventilation cannot be started. The conclusion is that the reported issue could be confirmed in the received device logs but not during laboratory tests. The returned pcbs worked as expected during the investigation. The root cause could not be determined.